Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist device (lvad) serial number (B)(6), revealed no device related issues. A direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 16.5¿ from the pump header. The distal portion of the pump cable (including the inline connector) and the modular cable were not returned for evaluation. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The metal framework of the apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the heartmate3 lvas, serial number (B)(6) was used as an rvad which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was never discharged since their implant. They passed away while in the hospital. An autopsy was performed. The cause of death was not identified. No obvious signs of thrombosis were noted in the inflow cannulas.